Manufacturer narrative:
(B)(4). Approximate age of device - 4 months. The patient remains on lvad support. Additional information has been requested but has not been received. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was in the hospital undergoing a work up for possible pump thrombosis due to occasional pump power and estimated flow elevations. A log file submitted for review had captured a transient power elevation >10w, and an estimated flow of >10lpm. That was associated with a pulsitility index (pi) event. No additional information was provided.

Manufacturer narrative:
The pump was returned assembled with the driveline severed approximately 3 inches from the pump housing. The sealed inflow conduit and sealed outflow graft, bend relief, and bend relief collar were not returned. Upon disassembly, examination of the returned pump revealed pink, tissue-like depositions at the inlet stator bearing cup and rotor bearing ball. The depositions appeared to have formed in laminated layers, indicating that they likely developed over an indeterminate period of time while the pump was in operation. The examination also revealed a red, soft deposition at the outlet stator. The deposition's lack of laminated layering indicates that it did not initially form in the outlet stator; however, its areas of denaturation adjacent to the bearing ball and the presence of contact marks on the rotor suggest that it was likely present while the device was supporting the patient. The evaluation could not conclusively determine the origin of the deposition. No other depositions were identified. Although a specific cause for the observed depositions and a timeframe for which they were present in the pump could not be determined, they would have potentially contributed to the reported hemolysis. Additionally, the depositions would have created additional resistance on the spinning rotor, potentially contributing to the reported pump power elevations. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled, and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. Device thrombosis and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Event description:
Additional information: additional information was received on 09/08/2016 indicating that the patient still had heart failure symptoms, edema, shortness of breath, lactate dehydrogenase (ldh) 1600 u/l to 2000 u/l, vad parameters still appeared normal. The patient is non compliant with inr range of high, low and in between. The patient was on heparin gtt, and the patient continues to have hemolysis and mild heart failure, and is not an exchange candidate due to non-compliance of substance abuse and medication non-compliance. The vad team continued to monitor the patient. On (B)(6) 2016, the patient received a pump exchange due to high ldh of 12,500+ u/l and patient being symptomatic for heart failure.